Event description:
Hcp reported to manufacturer's representative that catheter revision was done yesturday at 3 pm because catheter had coiled inside the subcutaneous space. Patient was still getting some relief prior to revision, even with coiled catheter. Patient is now in ICU experiencing overdose. Patient was receiving 0.44 mg/ml concentration, unknown daily dose, and hcp halved daily dose following revision. The patient was intubated and give narcan. The patient improved.